Manufacturer narrative:
The insulin pump received with failed displacement test and motor error alarm due to encoder out of phase. The insulin pump received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.

Manufacturer narrative:
The insulin pump received with failed displacement and motor error alarm due to encoder out of phase. The insulin pump received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.